Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump alarmed no delivery during bolus delivery. Customer stated the alarm was resolved by a complete set change. Customer was unable to troubleshoot at the time of the call. The product is being returned based on customer's request.